Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus/basal delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The device was received with operating currents within specification. The unexpected restart error, occlusion and excessive no delivery tests could not be performed due to the motor error alarms. The device also had a cracked case at the lcd window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 166 mg/dl. The customer stated that she had the device in her pocked during a chest x-ray. Troubleshooting was able to resolve the issue. The insulin pump passed the displacement test and the customer was able to rewind. The device was returned for analysis.